Manufacturer narrative:
Device analysis report attached. This report is submitted on january 10, 2024.

Manufacturer narrative:
The report is submitted on december 07, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device due to non-device related cholesteatoma. The patient was reimplanted with another cochlear device during the same surgery.